Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's family reported via phone call that they customer were hospitalized in emergency service room due to high blood glucose on (B)(6) 2019 with blood glucose of 516 mg/dl. The customer was treated by insulin. Troubleshooting was done for high blood glucose and under delivery. Customer stated that auto mode was active. Customer stated that insulin pump was suspended for 24 hours. The customer was wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis.